Manufacturer narrative:
Additional information: d10 (date device received), h6, h10 (summary of device evaluation). Summary of device evaluation: investigation conclusion: the investigation of the returned coil system found the implant stretched at the proximal section, damaged, deformed, and separated from the pusher. The pusher was not returned for evaluation. The investigation found that the implant¿s monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The stretched condition of the implant is consistent with the coil becoming stuck or experiencing friction during repositioning within the target site (i.e., stuck on previously implanted coils or the distal tip of the microcatheter). The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
It was reported that during coil embolization of the right iliac artery before an evar procedure, the azur cx35 coil was used as a third coil and inserted into a microcatheter. When the coil was retracted once to ensure secure placement at the target site, the coil was found to be unintentionally detached. The coil was withdrawn using a snare catheter and removed from the patient. The coil was replaced with another coil of the same model and the procedure was successfully completed. There report of injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return for analysis, but has not yet been received and procedure images not provided. Therefore, the alleged product issue cannot be confirmed at this time. If the device or additional information is received, a supplemental report will be submitted. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.